Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial/batch number: (B)(4), model/catalog description: artisan lead 70 cm, the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort that caused the patient to have difficulty walking or standing. It was also noted that the patient had spasms, overstimulation and the ipg was non functional. The patient underwent an explant procedure and was doing well postoperatively.